Manufacturer narrative:
(B)(4) - cerebral vascular accident, not labeled. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic spleen removal surgery on (B)(6) 2009. During the surgery, the surgeon placed the patient's spleen in a tissue pouch and used the morcellator to morcellate the spleen. The pouch was punched through and the patient's kidney was damaged due to blood loss. The patient experienced intraoperative hemorrhage and shock, a cerebral vascular accident, medical complications, and has required additional surgical care. No additional information was provided at this time.